Manufacturer narrative:
Device was received and evaluated. Evaluation determined that reported issue was confirmed. The device was found with no image due to a faulty cable unit. The identified part was replaced and device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported failure was found to be due to a faulty cable attributed to electronic component failure.

Event description:
It was reported that the device was found with no image, showing black image. There was no patient involvement on this event reported. No user injury reported.